Manufacturer narrative:
No medwatch form was received.

Event description:
The lead exhibited capture threshold discrepancies post implant. Testing on the pacing system analyzer (psa) showed atrial capture consistently below 1.5 v. Through the pulse generator however, capture thresholds were stable only when programmed over 3.25 v. This was confirmed through manual testing, pacing through the atrial and ventricular ports of both the pacer and the psa. The physician suspected a microdislodgement. The lead was explanted and replaced.